Event description:
According to the literature source of study performed between 2014 and 2022, a retrospective study evaluated outcomes in patients who underwent open abdominal wall hernia repair with a bridging mesh in the posterior fascia between 2014 and 2020. A competitor mesh was used in all patients to repair the ventral defect. A second mesh was used to repair the defect in the posterior rectus sheath/transversalis fascia: symbotex (13 patients) or a competitor mesh (6 patients). There were 19 patients in the study and postoperative complications in the symbotex group included: hematoma, surgical site infection and seroma. Readmissions were listed but other interventions were not reported. Complications not related to the device included hernia recurrence requiring reoperation.

Manufacturer narrative:
Title: the use of inlay bridge of the posterior fascia as adjuvants to a modified rives-stoppa repair for difficult abdominal wall hernias source: the american surgeon 2022, vol. 0(0) 1¿9 © the author(s) 2022 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/00031348221114027 journals.sagepub.com/home/asu. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.